Event description:
Account alleged head or head hi/low drift. She said nobody was hurt.

Manufacturer narrative:
Tech could not get failure to duplicate while they found wear on solenoids that necessitated changing out both solenoids. No injuries or pt impact reported. Tech replaced head up and the hi/low solenoids to resolve the issue.